Event description:
During an atrial fibrillation procedure, there was air aspiration, atrioventricular block, and st elevation. After transseptal puncture, the swartz sheath was inserted into the left atrium and the advisor hd grid catheter was inserted through the non-abbott sheath for mapping. Pacing then became atrioventricular block, and st was elevated when 12-leads were checked. A coronary angiography revealed that air was aspirated. The air was removed, and the ablation procedure was discontinued. The patient was observed in the ICU, recovered and was moved to a regular room the next day.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath and dilator and syringe were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leaks.

Event description:
This report includes an update to health impact code.